Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At time of troubleshooting no action had been made to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.